Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during an infusion of lactated ringers, 125ml/hr on a pump, the pump segment tore at the upper fitment and leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing tore at the upper fitment and leaked was confirmed. During visual inspection it was observed that the silicone segment had a tear near the upper fitment. Functional testing showed a leak coming from the silicone tubing near the upper fitment . The root cause of the customer's report was not determined.

Event description:
The customer reported that during an infusion of lactated ringers at 125ml/hr on a pump, the pump segment tore at the upper fitment and leaked. There was no patient harm.